Event description:
It was initially reported that there was patient contact and bent haptic was noticed. In follow-up, it was reported that the surgeon noted that the trailing haptic of the intraocular lens was bent after the lens was fully inserted into the patient's eye. The surgeon removed the lens and replaced with the same diopter lens. There was no incision enlargement and no vitrectomy performed. The patient is doing well post-operatively. Reportedly, there was no loading issue and the lens was discarded by the customer. No further information was provided.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. All pertinent information available to abbott medical optics has been submitted.